Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking onto the back of the ilet and casing after a supply change, later noted a half-empty cartridge, and subsequently experienced an unresponsive wake button that only functioned while on the charger before failing entirely; the device was later nonfunctional even on the charger, and the user switched to backup therapy. Symptoms included hyperglycemia up to 320 mg/dl for about two hours without ketone testing, medical intervention, or acute health effects. Outcomes included interruption of automated insulin delivery and temporary cessation of device use. Investigation included troubleshooting with device restart guidance and provision of replacement supplies, followed by arrangement of a replacement device and request for the returned cartridge. Investigation of this case revealed evidence consistent with a cartridge leak with insulin observed within the device area and a concurrent device power or user interface failure. It was concluded that the event involved a leaking cartridge and a device functional failure leading to hyperglycemia and the need for backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.